Event description:
It was reported that the physician was attempting to deploy an assurant cobalt peripheral stent to treat a calcified lesion in the right common iliac of a patient. The device was inspected and prepped prior to use with no issues noted. Patient presented with a cold leg. It was reported that the landing zone was rough, the patient had 2 bypasses on right leg and a poorly deployed stent (brand unknown) in the left iliac protruding into aorta. The previously deployed stent on the left side extended into the aorta and forced the assurant cobalt into the wall of the iliac. The stent could not make the turn from the left to the right iliac without running into the wall. The physician was running the stent bareback on the wire. It was suggested that the physician should have used the antegrade or brachial approach. The assurant cobalt stent was protruding into aorta and the stent leading edge/struts opened prior to deployment. The stent could not be re-sheathed and the stent could not be advanced. The stent was deployed as a u shape between left and right iliacs and the stent now covers bifurcation. It was reported that one of the grafts was opened via ballooning. It was reported that the assurant cobalt was deployed in unintended lesion site and there was sufficient landing zone present. The stent did pass through previously deployed stents and resistance was encountered when advancing the device. Patient injury occurred resulting in access blocked for coronary intervention via groin. No other clinical sequelae were reported.

Manufacturer narrative:
Results: related to another drug/device (presence of a poorly deployed stent in the left iliac contributed to the event), related to operational context (complex nature of the procedure), no results available since no evaluation was performed (no device or procedural images returned). Conclusion: operational context caused or contributed to the event (the presence of a poorly deployed stent in the left iliac coupled with the complex nature of the procedure), unable to confirm complaint (no device or procedural images returned). (B)(4).

Event description:
Cine image review: images confirm the presence of a previously deployed stent in the right iliac with a stenotic lesion immediately distal to this stent. The images confirm the presence of a previously deployed stent in the left iliac protruding into the aorta. The subsequent images show the deployment of the assurant cobalt stent across the iliac bifurcation. It appears to show that the distal end of the previously deployed stent has been pulled back into the iliac arteries and along with the assurant cobalt stent is deployed across the bifurcation. The images show the deployment of what appears to be self-expanding stent at the intended target lesion distal to the stent in the right iliac. This stent needed to be post dilated as the lesion morphology impacted on the full concentric deployment of the stent. Residual stenosis remained post stent deployment.

Manufacturer narrative:
Evaluation results: caused by another drug/device (operational context of the device being delivered through a previously deployed stent and the assurant cobalt stent catching and being deformed on the previously deployed stent). Evaluation conclusion: no device return. Another device caused failure (operational context of the device being delivered through a previously deployed stent and the assurant cobalt stent catching and being deformed on the previously deployed stent). (B)(4).